Event description:
Pt reported problem with piston rod after changed cartridge. Pt noticed that the piston rod was only extending halfway, but they continued to use the device. One week after changing the cartridge an error message was received and the piston rod would not move. Pt's blood glucose elevated to 300 mg/dl. Pt switched to backup pump and their blood glucose returned to normal. Pt advised that pump was dropped into a bathtub for a few seconds, but no water ingress was detected.